Event description:
It was reported that this patients device was de-activated for an unspecified reason. The field representative was unable to provide additional information. No additional adverse events were reported.